Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient had lost consciousness: 911 was called and patient was transported by ambulance to hospital for evaluation and treatment. Patient's blood glucose was in the 20 mg/dl's. The reporter was unwilling/unable to troubleshoot the pump. This complaint is being reported as the patient experienced hypoglycemia and the pump could not be rule out as a cause/contributor.